Manufacturer narrative:
The customer contacted the siemens customer care center to report that the facility's laboratory information system (lis) sent a test order for a two hour glucose (glu2h) to a centralink data management system. The sample was processed on a siemens dimension vista instrument for glucose and the test result was sent to the centralink data management system. The centralink sent the test result to the lis with the test name glu, not glu2h. The lis applies a different test result range to glu2h and glu. The error was detected by the facility's personnel who corrected the report before sending the report to the physician(s). The cause of the test result being sent to the lis with an incorrect test name is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A glucose test result was sent from an advia centralink data management system to the facility's laboratory information system (lis) using an incorrect test name. There are no reports of patient intervention or adverse health consequences due to the glucose test result being sent with an incorrect test name.